Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0214934119, implanted: (B)(6) 2019, product type: lead. Information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she had noticed that her implantable neurostimulator (ins) site had opened a little on (B)(6) 2019 and that it had opened more as of (B)(6) 2019. It was further reported the patient¿s ins was ¿eroding out of the skin¿ and was ¿starting to come out of her skin.¿ it was unknown whether the ins incision site had reopened or if the ins was eroding through the patient¿s skin in a new location. The patient was advised to visit their local emergency department for dressing and medical attention. It was noted the patient had been scheduled to have the ins relocated on (B)(6) 2019 because the ¿ins was close to the skin surface¿; however, it was noted that instead the ins would be removed as a result of the event. A surgical intervention was scheduled for (B)(6) 2019. It was noted that as of (B)(6) 2019, the ins had been explanted in (B)(6) 2019; however, the actual date was unknown. The issue remained unresolved at the time of report. There were no further complications reported or anticipated.